Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance with getting her glucose meter to send the readings over to her pump. The patient's blood glucose at the time of incident was 32 mg/dl, which she declined troubleshooting for and treated with juice. The customer was advised that her meter option for sending her blood glucose readings to her pump was off, and she was assisted with turning that option on. No products were shipped or returned.